Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had a fall down the stairs. An x-ray was done and everything looked okay. However, when the patient went to check the position with her controller, the correct position was not displaying. Patient wanted to have system reassessed since as was not oriented properly. The manufacturer's representative (rep) stated they reviewed charging, impedance check was performed, adaptive stim was reassessed and re-oriented. Issue was resolved. Additional information was received from the patient. The patient reported that since she had the fall everything didn¿t seem to be working properly. The patient reported that she saw a manufacturer¿s representative (rep) on (B)(6) 2019 and the rep reprogrammed everything and ensured everything was still intact, however after that she noticed she had to increase stimulation to 3.0 or something to feel it when in the past it was around 0.7, 0.8 or 0.9 that she could feel stimulation. The patient also reported that she had to move the controller closer to the ins in order to make a connection. No further complications were reported.